Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) had an infection that possible related to pocket hematoma as per physician. A revision was performed and the ICD along with the leads were explanted. No additional adverse patient effects were reported. The ICD was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection found no irregularities that would have been present when the customer received/utilized the device. Dimensional analysis of the header was firmly attached. The device was successfully interrogated and completed a memory dump. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) had an infection that possible related to pocket hematoma as per physician. A revision was performed and the ICD along with the leads were explanted. No additional adverse patient effects were reported. The ICD was returned for analysis.